Event description:
Was hospitalized (B)(6) 2024 with a bad infection post breast reconstruction surgery and revisions. Original surgery (B)(6) 2022, revision in (B)(6) 2022, and another revision (B)(6) 2022. The infection was related to the mesh used in my original reconstruction, and I have come to know that it is not FDA approved for use in breast reconstruction surgery. The mesh used is a permanent mesh, ovitex prs tissue matrix containing both biologic animal material and synthetic material. Part of the mesh (as much as they could get it) was removed, along with the breast implant, from the left breast. The infection developed was a bad enterococcus faecalis infection requiring IV antibiotics and 5 nights in the hospital, along with an additional 4 weeks of oral antibiotics at home. My understanding is that because of this off label mesh use and the fact that it is foreign and synthetic in nature, the bacteria creates a biofilm making it very hard to fight. I had been dealing with issues in the left implant since the last revision surgery. They put me on antibiotics in (B)(6) 2023 due to redness and skin temperature of the left breast (hot to touch). Redness and heat continued and in (B)(6) fluid was seeping out of the breast. Visited with the plastic surgeons office and they ordered an ultrasound which appeared normal. Issues continued throughout (B)(6) and into (B)(6) when this time I saw my surgical oncologist and she ordered an MRI(magnetic resonance imaging) which appeared normal despite the off and on redness, heat, and leaking. Issues continued off an on, as well as lack of energy, sporadic and unexplained fevers, and general malaise until hospitalization (B)(6) 2024. The use of this mesh is not FDA approved and this was never explained to me, nor did I authorize any off label use.